Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced hyperglycemia after the pump was unintentionally disconnected overnight, with glucose peaking at 360 mg/dl and the system subsequently delivering multiple automated correction doses when glucose began rising again after returning to range; the user was using an fsl3+ sensor. Symptoms included hyperglycemia. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included communication with the user, analysis of information provided, and review of engineering logs. Investigation of this case revealed no device problem and identified a usage issue related to improper or incorrect procedure, with the device component not applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event.